Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye and magnification was performed with no issues noted. Functional leak testing was performed and a leak was noted from the spike port cap. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked. The location of the leak was unknown. The leak was noticed before use. There was no patient involvement. No additional information is available.